Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the product history records indicate products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that in inserting a cup into patient's hip, surgeon inserted the threaded cup impactor. Rep reported that surgeon did not insert the threads fully into the patient and impacted the cup. On attempting to reposition and re-impact the cup, threads in the cup were reported to be malformed. A new cup was procured with a surgical delay of 2 minutes, and the procedure was reported successfully completed afterwards.

Event description:
It was reported that in inserting a cup into patient's hip, surgeon inserted the threaded cup impactor. Rep reported that surgeon did not insert the threads fully into the patient and impacted the cup. On attempting to reposition and re-impact the cup, threads in the cup were reported to be malformed. A new cup was procured with a surgical delay of 2 minutes, and the procedure was reported successfully completed afterwards.

Manufacturer narrative:
Corrected data: device evaluated by mfg. An event regarding thread damage involving a tritanium shell was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection of the returned device noted that the device was returned in new condition however, damage on the threads were noticed. Examination of the device by the mar engineer indicated, "damage observed on threads consistent with off axis loading." Medical records received and evaluation: the x-ray image was provided to a consulting clinician who indicated, "the x-ray shows a press fit tha with both the acetabular and femoral components in acceptable position and orientation. The implants appear to be well fixed with normal prosthetic bone interfaces. The surgeon made the correct decision to replace the cup that had its threads for the impactor deformed with a new cup. There was no harm to the patient." Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event was confirmed as per material analysis inspection of the returned device indicating, "damage observed on threads consistent with off axis loading." The event indicated that the surgeon did not insert the threads fully into the shell which goes against the instructions of the surgical protocol which states, ¿it is important to fully engage the threads and seat the impactor against the shell. Otherwise, the threads on the shell could become damaged, resulting in difficulty with the removal of the implant from the acetabulum." The device was acceptable during inspection and there were no other complaints from other devices within this lot. It is likely that the damage was due to a user error.